Manufacturer narrative:
Evaluated one opened/used reservoir and performed visual and pre-fill inspection. Found transfer guard's needle sticking out thru vial side not allowing to insert transfer guard to reservoir to perform pre-fill.

Event description:
It was reported that the customer received three bad reservoirs. The three reservoirs had transfer guard needles that pushed through the body of the casing. The customer's blood glucose level was not reported. He resolved the issue by replacing the reservoir. The product will be returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).